Manufacturer narrative:
(B)(4). Investigation - evaluation: during the course of investigation, a review of the complaint history was conducted. No product was returned to assist in the investigation. Per the event report, a cardiac lead deteriorated during the lead extraction process, a loss of blood pressure was observed, and additional intervention was required to complete the procedure. No long-term harm was reported. No evidence was provided that the cook devices failed, though the leads were extracted after the intervention was performed. The device's lot number was not provided and as the device was not returned; a full investigation cannot be performed. Because the device was not returned and its lot number was not provided, a full investigation cannot be performed. No evidence was provided to indicate device malfunction or nonconformity. While the lead deteriorated and the patient required additional intervention, there is no evidence this was due to the cook devices used in the procedure. The root cause of the complaint is unknown. The root cause of the complaint is unknown. So no investigation can be performed on the manufacturing process. Per the quality engineering risk assessment (qera), no further action is required.

Event description:
Initial information was provided stating the bulldog failed. Additional information provided (B)(6) 2015: a (B)(6) year old male patient undergoing transvenous lead extraction. The locking stylet was inserted into the lumen of the lead and broke while using a laser sheath to extract. A bulldog (lead extender) was then applied to try to extract via the superior approach, but the bulldog (lead extender)dislodged from the lead. It was noted that the lead had started to fall apart and inner components in the lead were exposed. A decision was made to try for femoral extraction with a needle's eye snare. The lead was snared, but could not be removed femorally. The physician used the needle's eye snare from the internal jugular and at that point there was a drop in blood pressure that required the chest to be opened. Lead was removed during open procedure, a successful re-implant was conducted. No additional information regarding patient outcome was provided.

Event description:
Initial information was provided stating the bulldog failed. Additional information provided (B)(6) 2015: a (B)(6) male patient undergoing transvenous lead extraction. The locking stylet was inserted into the lumen of the lead and broke while using a laser sheath to extract. A bulldog (lead extender) was then applied to try to extract via the superior approach, but the bulldog (lead extender) dislodged from the lead. It was noted that the lead had started to fall apart and inner components in the lead were exposed. A decision was made to try for femoral extraction with a needle's eye snare. The lead was snared, but could not be removed femorally. The physician used the needle's eye snare from the internal jugular and at that point there was a drop in blood pressure that required the chest to be opened. Lead was removed during open procedure, a successful re-implant was conducted. No additional information regarding patient outcome was provided.

Manufacturer narrative:
Unknown as specific product was not provided by the reporter. Unknown as specific product was not provided by the reporter. Expiration date unknown as lot is unknown. (B)(4). Unknown as lot is unknown. Patient code: additional surgical procedure and drop in blood pressure is not labeled. Device code: material separation is not labeled. Unknown as lot is unknown. Event is still under investigation.